Event description:
While using a byte day aligners, patient reports that their bite is misaligned. They have been struggling to have their front teeth stay aligned. They report that their bite is uneven and the gap between the top and bottom is visible on one side.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.